Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv leaked. The following information was provided by the initial reporter: leaking.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 29-mar-2023. H6: investigation summary: 5 unused and 1 used sample of material number 2426-0007 was submitted by customer for quality investigation.  It was reported by the customer that there was leakage issue and that was verified in used sample and leakage caused because of separation. No issue of leakage replicated in 5 unused samples. Evaluation of the 1 used extension set sample indicates that the infusion set separated at the lower pumping segment fitting.  Further examination under magnification shows that there is a lack of solvent on the tubing and in the lower pumping segment fitting. Quality notification send to manufacturer. A device history record review for model 2426-0007 lot number 23019088 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the failure is a lack of solvent on the tubing and in the lower pumping segment to sustain a solid connection. Also incorrect gumming of the tube with the lower fitment component (pump segment) is accepted as the root cause.

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv leaked. The following information was provided by the initial reporter: leaking.